Manufacturer narrative:
The customer was sent a replacement battery. The device was not returned for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device's battery was left outdoors and now their device will not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.